Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redv2924 showed thirty-one other similar product complaint(s) from this lot number.

Event description:
It was reported no sound was heard when the connector was installed when the catheter was placed, and the connector was separated by gently pulling it. No other information was provided. It was reported this occurred with two devices. This report addresses the second device.